Event description:
It was reported to boston scientific corporation that an expect slimline needle device was used in the duodenum during a eus procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician noticed blood within the stomach upon removal of the endoscope. It was then revealed that the tip of the needle went through the scope upon removal and punctured the mucosa causing laceration. Physician was unsure how the tip of the catheter scraped the mucosa since the actual needle was not extended. Moreover, the patient was clipped several times to stem the bleeding of the tear. The procedure was not completed at the time due to this event. At the conclusion of the procedure, the patients' condition was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found the needle retracted and stylet loaded when received. Analysis also found that the needle and the working length were bent at 7.4 cm from the handle with the sheath length adjust set at 0. Tip of the sheath was free of any damages and the needle was sharp and pointy. No fragments from the scope were found on the tip of the needle, stylet and outer sheath. Functional evaluation found the needle could fully extend and retract when the handle was actuated. The condition of the returned unit was not consistent with the complaint incident that the device punctured through the scope. The investigation could not determine how the device could penetrate through a scope without any physical damages at the tip. Therefore, the most probable root cause is undeterminable. The device history record was reviewed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an expect slimline needle device was used in the duodenum during a eus procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician noticed blood within the stomach upon removal of the endoscope. It was then revealed that the tip of the needle went through the scope upon removal and punctured the mucosa causing laceration. Physician was unsure how the tip of the catheter scraped the mucosa since the actual needle was not extended. Moreover, the patient was clipped several times to stem the bleeding of the tear. The procedure was not completed at the time due to this event. At the conclusion of the procedure, the patients' condition was reported to be stable. ***additional information received as of 1jul2015*** patient underwent an endoscopic ultrasound procedure for assessment of chronic pancreatitis and possible celiac plexus neurolysis. During the procedure, scans revealed several pseudocysts like appearance in the head of the pancreas. A decision was made to aspirate the fluids for laboratory analysis using a 19g boston scientific eus needle. The tip of the echoendoscope was situated in the first part of the duodenum; however, there was difficulty locking the device into the scope since it kept springing up. The scope was retracted into the stomach in an attempt to take out any bends but still there was difficulty locking the needle into the scope. The scope was removed from the patient and the needle passed down the scope and tested by locking the needle in place; the needle did lock into the scope satisfactorily. The scope was reintroduced into patient's stomach and when trying to pass the fna needle into the scope, it was difficult to lock again and the needle sheath is coming out at the tip. The procedure was abandoned, however; fresh blood was seen in the stomach while withdrawing the scope. The eus scope was removed and a gastroscopy with standard scope was performed. A 15mm mucosal tear in the body of the stomach was observed and there was fresh blood in the stomach with a clot related to this tear. Patient was treated with endoscopic hemoclip placement and hemostasis was achieved. Evaluation of the eus scope revealed a defect in the side of the scope just above the tip. This is a likely place of the fna needle exit from the scope and causing mucosal injury. The damage was outside the field of vision of endoscopy and is unable to have seen the injury to the mucosa. Patient was admitted and observed overnight where antibiotics and lv fluids have been prescribed.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an expect slimline needle device was used in the duodenum during a eus procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician noticed blood within the stomach upon removal of the endoscope. It was then revealed that the tip of the needle went through the scope upon removal and punctured the mucosa causing laceration. Physician was unsure how the tip of the catheter scraped the mucosa since the actual needle was not extended. Moreover, the patient was clipped several times to stem the bleeding of the tear. The procedure was not completed at the time due to this event. At the conclusion of the procedure, the patients' condition was reported to be stable. Additional information received as of 1jul2015. Patient underwent an endoscopic ultrasound procedure for assessment of chronic pancreatitis and possible celiac plexus neurolysis. During the procedure, scans revealed several pseudocysts like appearance in the head of the pancreas. A decision was made to aspirate the fluids for laboratory analysis using a 19g boston scientific eus needle. The tip of the echoendoscope was situated in the first part of the duodenum; however, there was difficulty locking the device into the scope since it kept springing up. The scope was retracted into the stomach in an attempt to take out any bends but still there was difficulty locking the needle into the scope. The scope was removed from the patient and the needle passed down the scope and tested by locking the needle in place; the needle did lock into the scope satisfactorily. The scope was reintroduced into patient's stomach and when trying to pass the fna needle into the scope, it was difficult to lock again and the needle sheath is coming out at the tip. The procedure was abandoned, however; fresh blood was seen in the stomach while withdrawing the scope. The eus scope was removed and a gastroscopy with standard scope was performed. A 15mm mucosal tear in the body of the stomach was observed and there was fresh blood in the stomach with a clot related to this tear. Patient was treated with endoscopic hemoclip placement and hemostasis was achieved. Evaluation of the eus scope revealed a defect in the side of the scope just above the tip. This is a likely place of the fna needle exit from the scope and causing mucosal injury. The damage was outside the field of vision of endoscopy and is unable to have seen the injury to the mucosa. Patient was admitted and observed overnight where antibiotics and lv fluids have been prescribed.